Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Vrv (vent relief valve) and on/off knobs are missing. Front panel is bent. The customer's reported problem was confirmed. The front panel has sustained damage consistent with impact force. The force of the impact dislodged the knobs. No action taken. Due to obsolescence and lack of spare parts we are unable to complete the servicing of the ventilator. Device will be sent back un-repaired or scrapped on site. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was missing the relief and 02 knobs. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.